Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device verified the reported issue and determined that the root cause was that the device's pressure transducers were out of calibration. The carefusion field service representative calibrated the pressure transducers and performed the extended system test (est) and operational verification procedure (ovp) per the service manual to ensure that it meets factory specifications. Unrelated to the reported event the carefusion field service representative also replaced the device's internal battery pack. Upon completion the device was returned to the user facility's control ready to be placed back into service.

Event description:
The user facility reported that the device is auto-cycling (breath rate set to 20, device cycling at a rate of 25). The device was not on a patient at the time of the event.